Event description:
Patient reported he had a knee replacement last november. Patient reported changes in diagnosis left knee replacement. Freq: inject content of one syringe intra-articularly into each knee once weekly for three weeks. Bilateral primary osteoarthritis of knee.